Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Customer monitors anion gaps and all samples were re-tested on a different analyzer. No false sodium results were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated every 24 hours, followed by a qc run. Qc results were within the lab's established ranges. Hotline did troubleshooting with the customer to clear bubbles from the ratio pump. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.